Manufacturer narrative:
Additional information: b5, h6. B5: during follow up, it was further clarified that it was the patient line tip protector (green cap) that comes off easily. It was further reported that the green cap was loose in the packaging itself . H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of two (2) amia pd cycler sets "comes off easily". This was noticed before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.